Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed, but did not replicate the reported complaint. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review. The root cause is not determinable/applicable. Additional observations not reported by the site that were not related to the customer reported complaint were identified. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and failed during initialization. The root cause of this failure is attributed to a component failure. The instrument was found to have a jammed I-beam assembly and the I-beam assembly could not be fully extended. The root cause of this failure is attributed to a component failure. The instrument was found to have a damaged sleeve of the I-beam assembly. The instrument will be transferred to engineering for further investigation. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The sureform stapler 60 (part#: 480460-09 / batch#: t90210712-0257) instrument was last used on (B)(6) 2022 on system (B)(4) during a sleeve gastrectomy procedure. The alleged event occurred on the 3rd firing of the instrument. This complaint is being reported due to the following conclusion: failure analysis found the sureform stapler 60 instrument with a jammed I-beam assembly. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform stapler 60 instrument stopped about half way through the stapling sequence and would not continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advance failure analysis (afa) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The sureform 60 stapler instrument housing was removed and the I-beam was attempted to be manually driven out but could not be fully driven out. An I-beam forward progress stopped after a few mm. The I-beam sleeve was observed to be damaged when viewed through the clamp indicator window. The sureform 60 stapler instrument was disassembled to find the orange I-beam sleeve damaged near the distal clevis. Based on a visual inspection, firing failure that site experienced and subsequent initialization failures that occurred afterwards appears to be a result of a damaged I-beam sleeve. Closed coil spring at distal end of I-beam assembly appears to be bent proximal to the sleeve damage location. A cause of damage to I-beam sleeve is unknown at this point, however, it's possible that the I-beam sleeve is catching some internal components at the distal end during I-beam extension/retraction, causing increased friction that leads to eventual damage of the sleeve.